Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the hcp told the patient to contact the manufacturer about adjusting settings. Patient said they can't increase stim any higher than where they have stim set right now. Patient said they are having "double episodes" that started like 5 days ago. Patient said they take medicine in the morning then by the after noon they leak. Patient said the medication seems not to work either. Patient said they changed the programs. Reviewed option to try other programs but to stay on a program for an extended period of time. The patient also said they have a burning pain on the opposite side from where the ins is. Patient said they turned stim off and the pain didn't go away. The patient was redirected to their healthcare provider to further address the issue. Additional information received on (B)(6) 2021 from the patient stated they did not know the cause of not increasing stimulation any higher. The patient stated it maybe botox or site infection but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the hcp told the patient to contact the manufacturer about adjusting settings. Patient said they can't increase stim any higher than where they have stim set right now. Patient said they are having "double episodes" that started like 5 days ago. Patient said they take medicine in the morning then by the after noon they leak. Patient said the medication seems not to work either. Patient said they changed the programs. Reviewed option to try other programs but to stay on a program for an extended period of time. The patient also said they have a burning pain on the opposite side from where the ins is. Patient said they turned stim off and the pain didn't go away. The patient was redirected to their healthcare provider to further address the issue. Additional information received on 2021-12-21 from the patient stated they did not know the cause of not increasing stimulation any higher. The patient stated it maybe botox or site infection but unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did not experience site infection. The cause of note being able to increase was not determined. The hcp reported that the issue had not yet been resolved. They intend to see the patient in office and have a rep present to test impedances of the device. A conflicting patient weight of 160 pounds was provided.